Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired for unspecified cause. At the time of the patient's death, there were no allegations against the functionality of the device. Now two years later, the patient's family has retained legal counsel and filed a lawsuit. There were no specific allegations within the legal claim.

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no additional information related to this event. We will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. In june, 2005, guidant (now boston scientific crm) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before april, 2002, and is included in this population. While this device was part of the advisory population, we do not have sufficient information to determine if this device behaved in the manner described in the advisory.